Manufacturer narrative:
Updated fields: e1 (establishment name translated), h6, h10. Corrected fields: h8 . This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a blackout and a static noise image. The device was returned for evaluation. During the device evaluation, a foreign object was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the nozzle had foreign objects; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of angle wire; the play of the upward/downward angulation control knob was out of the standard value, the bending section cover was discolored, the adhesive on bending section cover had a crack, switch1 had a scratch, the light guide lens had signs of discoloration, the plastic distal end cover was scratched, the connecting tube was scratched, discolored and wrinkled. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.